Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains implanted but was programmed off and device replacement planned. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. Ts noted noise in the old s-ICD system in the alternate sensing vector, with baseline noise in secondary. Also, the field representative noted a sharp bend in the pocket and mentioned x-ray imaging had been performed. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains implanted but was programmed off and device replacement planned. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. Ts noted noise in the old s-ICD system in the alternate sensing vector, with baseline noise in secondary. Also, the field representative noted a sharp bend in the pocket and mentioned x-ray imaging had been performed. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 80 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Technical services (ts) was contacted, and ts discussed programming and troubleshooting options. The s-ICD system remains implanted but was programmed off and device replacement planned. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. Ts noted noise in the old s-ICD system in the alternate sensing vector, with baseline noise in secondary. Also, the field representative noted a sharp bend in the pocket and mentioned x-ray imaging had been performed. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system is expected to be returned for product analysis. No additional adverse patient effects were reported.